Event description:
It was reported that patient had an infection around implant pocket site. It was noted that patient continued redness at the implant pocket site. The patient was administered an antibiotics and was doing well post operatively. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. The explanted device will be return due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 34432643.